Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that two hours into support an impella 2.5 pump experienced a sudden spike in motor current followed by a pump stop. The pump could not be restarted and was removed. There was no patient harm.